Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, stylet restriction was encountered, multiple attempts were made and was unable to advance. Attempt to remove ipl, and the lead became stuck on the introducer. Physician alleged the stylet remained in the ipl. Eventually, the ipl was removed and insulation damage near ring was noted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. The distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.